Manufacturer narrative:
The engineer checked for magnetic pull on the valve and the head section went up. The account did not identify a cause, possible loose connection.

Event description:
The account alleged the head of the bed will not rise.